Event description:
Clinic notes were received indicating that the vns patient¿s seizure frequency had increased. The patient stated that stimulation from her device had become less noticeable and less intense than before. The patient¿s device showed that her device battery life had declined and the notes indicated that her generator needed to be replaced. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s increase in seizures was due to a decreased battery charge of the generator and was less than pre-vns baseline levels. It was noted that the patient requires a high duty cycle to receive efficacy from vns. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.